Event description:
Information was received in 2005 from a physician regarding a patient, with a medical history of arthrosis, who experienced irritable synovitis with knee joint effusion. The patient received one injection of synvisc in 2005 in both knees. After two days the patient developed knee joint effusion. The knees were asirpated, 120 ml fluid was aspirated from the left knee and 100 ml was aspirated from the right knee. The physician administered an interarticular injection of corticosteroid liptalon. The physician reported that after the corticosteriod injection the patient felt better. The physician assessed the severity of the event as moderate. The relationship between the event and synvisc was assessed as probable. By the time of this report the patient had recovered without sequelae. Additional information was received 11 days later from the reporting physician via a genzyme rep. The patient has a medical history of previous synvisc injections around 8 years ago (injection site and amount of injections unspecified) without any problems. The physician reported that the irritable synovitis "was confirmed by paracentesis". The physician confirmed that no laboratory tests had been performed "because the patient had no infection." The physician stated the patient has no known allergies to eggs or avian products but "the patient shows multiple symptoms to other medicines."